Event description:
This is filed to report the first clip being used after expiration. It was reported that a mitraclip procedure was performed for a degenerative mitral regurgitation (mr) grade 4+, posterior leaflet prolapse, and posterior (p1-p2) flail leaflet. The first clip (ntw) was attempted, but it was not possible to grasp the flail leaflet. The clip was not implanted, and device removed without an issue reported. A larger sized clip (cds0702-xtw, 11214r176) was implanted instead. However, the patient¿s blood pressure dropped after the implantation of the clip (xtw). According to the physicians the right heart function had worsened, and the patient was in need for a high amount of catecholamines. Following, a second mitraclip (cds0702-xt, 10824r107) was implanted without issues reported. Another mitraclip (cds0702-xt, 10820r246) was advanced and had touched the ventricular wall, causing a spontaneous ventricular tachycardia. The physician wanted to react quickly and made a sudden move with the clip which caused the previously implanted clip (cds0702-xt, 10824r107) to detach from the posterior leaflet (p2), a single leaflet device attachment (slda). In addition, it was noted that there was potential posterior leaflet damage. The xt mitraclip (cds0702-xt, 10820r246) was successfully implanted stabilizing the slda clip. Due to the slda, the procedure did not result in a sufficient mr reduction. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional clip delivery systems referenced in b5 are filed under separate medwatch report numbers.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported failure to grasp the leaflets appears to be due to challenging patient anatomy. It should be noted that the mitraclip g4 system instructions for use (IFU) states ¿warning: do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection." The reported improper or incorrect procedure or method is due to the user using the clip delivery system past the ¿use by¿ date. There is no indication of product issue with respect to manufacture, design or labeling.